Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
It was reported by a family member that the patient was deceased and inquired why the remote monitor did not send a transmission to the clinic when the heart stopped beating. The remote monitor was never set up to send a transmission. Information identified in the manufacture¿s data base indicated the patient died approximately two months post implant of the ICD system. A cause of death was requested and not received.